Event description:
It was reported by a veterinarian that an animal experienced post op suture breakage following the surgery. Additional information has been requested.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.